Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal bar, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal bar, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately calcified and non-tortuous. In addition, the balloon ruptured on the first inflation at 3 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal bar, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately calcified and non-tortuous. In addition, the balloon ruptured on the first inflation at 3 atmospheres.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: mustang 7.0 x 60, 75cm, 20atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 19mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 3mm proximal of the proximal markerband. This type of damage is consistent with excess force being applied to the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.